Event description:
It was reported by the distributorship that the products were found to be nonconforming. The sterile package was not vacuumed. No patient involvement. No further information available.

Manufacturer narrative:
(B)(4). Foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h6, h10 evaluation of the returned product found the packaging meets the standards of inspection criteria. This complaint cannot be confirmed as the product was found to be conforming. The complaint will be considered not reportable as the sterile packaging was found to be intact and the product found to be conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.